Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "concern with the product" and "hard" against left device and capsular contracture, baker grade IV.

Event description:
Patient reported "concern with the product" and "hard" against left device and capsular contracture, baker grade IV. The device remains implanted.